Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 088. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: a review of the black box and alarm history showed call service 088 alarms. The rewind, load, and prime steps were performed successfully. The pump was tested for 24 hours and no alarms were received. Unrelated to the original complaint, the pump cover was removed to find evidence of internal moisture on the printed circuit board and on the internal components. Additionally, the battery compartment was cracked on the side at the threads, and above the bumper pad.

Manufacturer narrative:
Follow-up #2: date of submission 12/27/2016 ¿ correction to serial #.